Event description:
Patient is (B)(6) years old. Patient had open heart surgery to insert a pacemaker approximately 2 weeks ago, during which he had a stroke. Patient began lovenox regimen after surgery, and has been on it consistently ever since. The doctor increased patient's coumadin based off an error code of qc2l on (B)(6) 2013. On (B)(6) 2013, inratio meter read greater than 7.5 (same meter and lot as used previously). No confirmatory testing information is available. Per the reporter, the meter was not in the correct mode when fingerstick was performed. The tester was having issues using the capillary tube, the sample was not applied immediately to the test strip.

Manufacturer narrative:
Investigation pending.